Event description:
The director surgery services reported an issue encountered with the mps console during use. The reported stated that the console would not deliver cardioplegia during the surgery. The report stated that the flow rate would keep dropping to zero, and the 10 codes displayed multiple e.c. 223 codes (occlusion detected). The perfusionist stated that there were no occlusions present when he was trying to flow. The surgery was completed using a manual hand crank (not a mps hand crank). There were no patient complications reported as a result of the alleged issue.

Manufacturer narrative:
The console was evaluated at the user facility by the field service engineer (fse). The console was powered on and resume case was selected. The fse noticed the upper limits were set to 1 and this causes occlusion alarms when flowing. A battery had been replaced recently on a pm and the limits got changed in the process of doing the battery on the pcsa board and never got changed back to factory limits. The limits were set back to factory default by fse and the console was put back into service.